Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm and vessel morphology were not reported. It was reported that a secondary intervention was done 10 months post index procedure. The stent graft was extended proximally with a talent 46x46x157 and a talent 42x42x158. It is unknown if this secondary intervention was done to treat an endoleak, or if it was planned as the second stage of the patient's endovascular repair. The secondary intervention may have been done in conjunction with an open repair to replace the aortic arch with a surgical graft. Approximately 2.5 years post index procedure the patient underwent an open surgical repair to treat a distal type I endoleak with disease progression and aortic dilatation to 42mm. The most distal talent 44x40x111 stent graft was explanted at this time. The physician noted that the patient's aorta was falling apart, possibly due to a connective tissue disorder. The physician noted that the patient underwent a total of six endovascular surgeries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (re-operation) 100 other (insufficient information; cause of the proximal extension is unknown), conclusion: known inherent risk of procedure (re-operation), (insufficient information; cause of the proximal extension is unknown).